Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023 a patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a cycler and cycler set for renal replacement therapy was hospitalized and diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 673 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every other day and ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for corynebacterium (species not provided), and the patient¿s ceftazidime was discontinued. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the events. The pdrn stated the patient¿s peritonitis was unrelated to the reported constipation or the alleged ¿tube infection.¿ it was discovered the patient was not performing proper hand hygiene prior to initiation and discontinuation of treatment. Therefore, causality was attributed to an unspecified touch contamination event. Education was provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler at home without reported issue.

Event description:
On 7/nov/2023 a patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a cycler and cycler set for renal replacement therapy was hospitalized and diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on 4/nov/2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 673 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every other day and ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for corynebacterium (species not provided), and the patient¿s ceftazidime was discontinued. The patient was discharged on 11/nov/2023 in stable condition and is recovering from the events. The pdrn stated the patient¿s peritonitis was unrelated to the reported constipation or the alleged ¿tube infection.¿ it was discovered the patient was not performing proper hand hygiene prior to initiation and discontinuation of treatment. Therefore, causality was attributed to an unspecified touch contamination event. Education was provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler at home without reported issue.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization and antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event due to poor hand hygiene. Per the pdrn, the events were unrelated to the patient¿s utilization or any fresenius device(s) and/or product(s). Cases of corynebacterium peritonitis are most frequently caused by poor hand hygiene and/or touch contamination events, as corynebacterium belong to the natural flora of the skin. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or manufacturers¿ specifications. It is well established that those individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.